Event description:
During the transport of the inspiration ventilator, one of the wheels of the inspiration cart became loose and the ventilator fell over. The glass of the screen was broken and there was minor mechanical damage to the ventilator housing. There was no patient involvement and no injury to the user.

Manufacturer narrative:
Following a review of the inspiration ventilator and cart data in conjunction with the vendor of the cart the root cause has been traced to the use of a shorter securing bo on the cart wheel. This is deemed to be an isolated incide and as such there is no further action required. Event medical will continue to monitor for incidents of this nature and considers this file to be closed.

Manufacturer narrative:
According to the device history record for lot 335453, there was no record of defects related to this complaint. A review of our customer complaints shows that this is the first complaint filed against lot 335453. There were no samples received with this complaint. The defect cannot be confirmed without a sample. During manufacturing of this product, inspectors test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, and detach force. The test results are reviewed for each lot prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. Possible causes for this defect may include improper or loose fit of the collar or shield if the outside dimension and the inside diameter were at the minimum tolerance or maximum specification limits or if improper technique was used.